Event description:
A pt was implanted with prodisc-c on (B)(6) 2011. Pt continues to feel pain.

Manufacturer narrative:
(B)(4): removing the diseased disc is supposed to remove the source of the patient's pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon hasn't removed the prodisc-c implant indicates the original discectomy and decompression may have been adequate, but the reoccurrence of pain could be a result of something that occurred post-op. The source of the patient's continued pain remains unclear in this case. The design risk assessment is adequate for the intended use. (B)(4): placeholder.

Event description:
This report is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. Information received from the surgeon.

Manufacturer narrative:
Investigation could not be completed, no conclusions could be drawn as no device was returned. All mfg records were reviewed and non-conformances were noted that would be related to this complaint.